Event description:
A distributor reported that a user facility filed a complaint for an incident involving a leaking administration set. The set was being used during chemotherapy treatment with an electromechanical ambulatory infusion pump. The leak is reported to be at the tubing-bond joint of the in-line filter. There is no report of pt injury.